Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump screen won't turn on". Blood glucose was 74 mg/dl. Reportedly, the customer successfully turned the pump screen on and declined further assistance regarding the issue. No additional information was available.